Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of unipolar sensing and intermittent bipolar sensing at 0.1 mv.